Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and stress testing without duplicating the report. The device was recertified and returned to the customer. The ac power cable or battery used were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.